Event description:
It was reported that the patients implantable neurostimulator settings had changed. The patient was last seen on (B)(6) 2013, and the programming was different than what was last documented. The patient had been hospitalized, for an unknown reason, during the interim. The patient stated that no one had changed the settings. The patient denied making any changes on her own. Additional information received reported that the last history in the programmer was dated (B)(6) 2013 which was the date of the patient's last managing physician visit. It was unclear why the settings were not correct. It was noted that the hcp was very consistent about ending the programming session and not removing the programmer until it went back to the main screen. It was noted that the device had 100% usage, but the settings were different. The patient was reprogrammed to her previous settings and was doing fine. The cause of the patient's settings being changed was unknown. It was later reported that the patient had experienced an increase in dyskinesia, which may have been related to the device settings being different. The patient was scheduled for a follow-up appointment in (B)(6) 2013. It was noted that the hospitalization was not related to the setting changes, it was related to uti and hypotension.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387-40, lot# v005849, implanted: (B)(6) 2006, product type: lead. (B)(4).